Event description:
Patient ambulated using standard walker with weight capacity of 650 lbs. Patient weight is substantially less than the weight capacity. The hinge that allows for the walker to fold up became loosened following use by the patient. The faulty equipment was reported to the acute rehab supervisor and the walker was removed from the gym.